Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the caller followed, successfully allowing them to start a new sensor session without the error reoccurring.